Manufacturer narrative:
Age at time of event: patient is over 18 years of age. Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual analysis showed that the baton and the electrical connector were cut from the pod assembly. Therefore, functional testing of the device could not be completed. Visual examination also showed that there was a kink located at the strain relief. A .014 spider wire was inserted into the catheter shaft tip. It was noticed that there was coating peeling from the wire as it was being inserted. Another style of guidewire (thruway) that is compatible with the jetstream device was used to recreate what the customer experienced and it was noticed that the coating again was peeling from this wire. Inspection of the remainder of the device revealed no other damage or irregularities. The jetstream device directions for use lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. Use of any non-compatible guidewire may compromise performance or damage the jetstream system.

Event description:
It was reported that the jetstream device was removing the coating from the guidewire. A 2.1mm jetstream xc catheter was selected for a revascularization procedure in the superficial femoral artery (sfa). During the procedure when attempting to load the jetstream catheter on the non bsc wire, it was not loading easily. The catheter was pulled out ant it was noticed that the coating on the wire was hanging off the wire. A new wire was placed in the patient and the physician reattempted to load the jetstream catheter again with the same issue. It appeared that there was something inside the wire lumen of the jetstream catheter that was causing it to strip the coating off the wire. A new jetstream catheter was opened and the case was completed successfully. There were no patient complications and the patient was reported in good condition post procedure.